Event description:
It was reported that the patient fell on their implantable neurostimulator (ins) and ¿threw it out of whack¿. The patient went to the ER and their legs were numb. It was noted that the patient did not have a local physician to follow up with at the time of report. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-p4, lot# n258756, implanted: (B)(6) 2011, product type: accessory. Product ID: 365538, lot# n220387, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported that the patient had a non-rechargeable ins implanted in 2011 (which contradicts the implant date on file), and there was a "ground fault" on the battery. Patient stated "boom, it just quit". Patient thinks the ins may have been defective. The patient also stated that this device was removed in (B)(6) 2015 but also stated that it was removed last year, in 2016. The patient also stated a manufacturing representative (rep) was present when the battery was removed and replaced by current rechargeable ins. No further complications were reported. No additional patient symptoms were reported.